Event description:
It was reported that the femoral component fracture, echelon stem size 10.

Manufacturer narrative:
It was reported that an implant was fractured. After repeated requests, smith and nephew has been unable to confirm a revision surgery, device details or confirm the alleged deficiency with the device. Smith and nephew has an outstanding request with the reporter for information. The patient impact could not be determined with the available information. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to the unspecified complication with the implanted devices. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Should the device or additional information be received, the complaint will be reopened.